Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not verified during evaluation. The device was put through to extensive testing including 30 joule testing without duplicating the report. The device was recertified and returned to the customer with no fault found. The electrode pads used were not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.